Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted the left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead was dislodged. The patient was in stable condition. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition prior, during and post procedure.